Event description:
Boston scientific received information that there was a decrease in bi-ventricular pacing percentages with this left ventricular (lv) lead. There was no capture at 5 volts in all 6 pacing configurations. When the lv threshold was tested in unipolar configuration, the patient experienced pocket stimulation. The lv lead appeared to be oversensing the atrium. There had also been a decrease in pacing impedance measurements from 688 ohms to 313 ohms. A chest x-ray was performed and confirmed a dislodgement. The lv lead was turned off and the device was programmed to right ventricular pacing only. No adverse patient effects were reported.

Manufacturer narrative:
Information received indicated the lv dislodgment was likely related to a lithotripsy procedure the patient had approximately one week prior. A lead revision procedure planned to be performed at a later date. All available information indicates that the lead remains implanted. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The insulation was melted at several locations, which was likely from electrocautery. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. A stylet was unable to be inserted into the lumen of the lead due to dried blood. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Additional information received indicates a revision procedure was performed. The lv lead was explanted and successfully replaced. Upon lead removal there were several breaches in the insulation noted. No additional adverse patient effects were reported. At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.